Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the nurse inadvertently dropped a ruby coil onto the floor. The ruby coil was dropped prior to use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.